Event description:
It was reported to philips that the device displayed a red x in the ready for use indicator. There was no patient involvement. The customer called in to confirm that the device could be used after clearing the red x. The op check cleared the red x; the cause of the red x was not identified. Philips is unable to rule out that a malfunction did not occur. As the issue was cleared, a definitive cause for the alleged failure could not be determined. Preventative maintenance service was completed for the device and the unit was deemed fit for use. The device remains at the customer site and no further investigation or action is warranted.